Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare representative, that two rt200 adult breathing circuits were leaking. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a healthcare facility in (B)(6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: two rt200 adult breathing circuits were returned for investigation. Both were pressure tested and also submerged in a water bath to test for leaks. Results: test results indicate that the pressure drops exhibited by the breathing circuits were outside specification. Upon submersion in the water bath, one of the circuits was found leaking on the corrugations of the inspiratory limb. The other circuit was leaking through the jacket of the inspiratory elbow. A lot check was not performed, as no lot information had been provided. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. It is likely that the circuit that was leaking on the corrugations of the inspiratory limb came into contact with a sharp object. As this breathing circuit would have passed the leak test following production, it most likely sustained damage during transportation or equipment set-up. The circuit that was leaking through the jacket of the inspiratory elbow is likely due to an assembly error in the production line. (B)(4).